Manufacturer narrative:
Concomitant medical product: model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and an acute rise in impedance. The lead was extracted and replaced. No patient complications have been reported as a result of this event.